Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7036603.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return as it was disposed at the facility.